Manufacturer narrative:
The correct analysis results are now attached.the implantable pacemaker generator (ipg) was received for analysis on (B)(6) 2019. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were inspected. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Next, the memory content of the returned ipg was evaluated, revealing that the device activated the battery status eri on (B)(6) 2018 at 03:12 pm. Besides that, the memory content indicated no anomalies. The battery holter showed a normal range of current consumption and the impedance of the battery was as expected for a fully charged battery. Further the ipg was visually and mechanically inspected as well as the device functions were thoroughly tested. The header of the device showed no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Next, the eri status was successfully reset and a long-term pacing test was performed over 5 days at 37 degrees celsius. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented a regular device behavior. The impedance measurement functions of the ipg were tested at different loads and polarities and showed normal and as expected values. There was no indication of a device malfunction. In conclusion, the activation of the battery status eri could be confirmed, however the root cause was not fully determinable based on the available information. The device was subjected to an extensive function test and proven to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - immediately after this pacemaker was implanted, no pacing was registering. Upon interrogation, the device indicated eri and atrial lead resistance was more than 2500 ohms. The device was reprogrammed, but there was still no pacing. The physician explanted and replaced this device with a new pacemaker and the same leads. There were no additional reported issues.